Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family or friend reported via phone call that the insulin pump alarmed battery out limit after a recent battery replacement and had an unresponsive keypad. The caller did not know the customer's blood glucose reading. She stated that the device was alarming at the time of the call and that the customer was unable to clear the alarm. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Unit had unresponsive act and down buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.